Event description:
It was reported that during a carotid pta / stenting treatment procedure, stent deployment difficulties were encountered. The physician obtained left femoral artery access to reach the 80% stenotic right internal carotid artery (ica) target lesion. He subsequently delivered the carotid wallstent 10.0 x 37 mm delivery device over the filter wire without difficulty, but while withdrawing the sent release sheath the stent didn ot deploy. It was noted that the outer sheath was fractured and had separated from the proximal portion of the delivery sheath. The physician manauvered the guiding catheter forward to the proximal portion of the ica and successfully retrieved the partially deployed stent into the guiding catheter. He removed all of the devices (except the filterwire) as a unit. Another carotid wallstent was successfully placed without difficulties. No pt injuries or complications were reported. Pt status is reported as "good". This product is approved "ous" only, but is similar to a device marketed in the us.